Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set ruptured during patient use. It was reported that this set was being used with a power injector and was infusing IV contrast-isovue 370 at the time of the rupture. There was patient involvement but there was no consequence or impact to the patient. No further information is available.